Manufacturer narrative:
Adverse event/ required intervention checked in error. Should be only a product problem. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for 1 unknown ¿ ria tube assemblies. UDI number is unknown. Device is an instrument and is not implanted/explanted. A product development investigation was performed for the complaint device, one unknown ria tube assembly (part unknown, lot unknown) that was received with only the distal component ). A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the two drive shafts and one reamer head were received with broken portions and the ria tube assembly retainer component was received stuck with a reamer head and a broken portion of a drive shaft. The complaint condition is the result of an overload of forces to the distal end of the drive shaft the prongs of the reamer head resulting in stresses beyond the failure limit of the devices. This initial breakage likely resulted in the seized condition. The root cause could not be definitively determined as the circumstances at the time of the breaks are unknown. A device history record review was performed for the subject device lot 9827820. Manufacturing location: synthes (B)(4). Date of manufacture: jul 21, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Device manufacture date is unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated with a non-synthes tibial nail for a right tibia fracture on an unknown date. Subsequently a non-union of the fracture developed, and on an unknown date a non-synthes cement spacer was placed to prepare for the masquelet technique for the staged bone graft procedure. On (B)(6) 2016, the patient was returned to the operating room for the procedure. The cement spacer was removed, and during the harvesting of the graft material from the right femur, the tip of the ria (reamer-irrigator-aspirator) drive shaft broke off in the 12.5mm reamer head. The drive shaft and reamer head were removed. The surgeon then used another ria drive shaft with a 12mm reamer head to continue the harvesting of graft. The second drive shaft tip broke off in the 12mm reamer head. There were no other ria drive shafts or reamer heads in the set, and in order to proceed with the surgery, another set had to be obtained by the consultant from a different hospital facility. This caused a 45-minute to one hour delay to the surgery. The alternate ria set was used, and the bone graft harvesting and implant into the tibia was successfully completed with no further problem. The non-synthes nail remained implanted. The patient reportedly remained stable throughout and following the surgery. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Manufacturing facilities: unknown manufacturing location. DHR results for part 352.251s, lot 9827820 incorrectly reported on previous follow up report; that DHR does not apply to this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.